Event description:
Arterial pump malfunctioned as cardiac bypass was initiated. Cbp was delayed approx 3-4 minutes while pump was changed out with a spare. Patient remained stable during this time. Diagnosis or reason for use: modified extracardiac conduit fontan procedure. Event abated after use stopped: no.